Event description:
It was reported that right atrial (ra) lead was explanted due to dislodgement. This lead exhibited loss of capture (loc) and changes on the lead electrical measurements. The dislodgment was confirmed through imaging. The physician attempted to reposition the lead but was unsuccessful. This lead was removed and replaced. Upon lead explant, visual examination noted what appeared to be body tissue on the helix. No additional adverse patient effects were reported. The lead is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. If there is any further relevant information, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner and outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Tissue was observed entwined in the lead tip helix. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations of dislodgement, loss of capture and difficulty to position. The device has not been received for analysis. If there is any further relevant information, this report will be updated.

Event description:
It was reported that right atrial (ra) lead was explanted due to dislodgement. This lead exhibited loss of capture (loc) and changes on the lead electrical measurements. The dislodgment was confirmed through imaging. The physician attempted to reposition the lead but was unsuccessful. This lead was removed and replaced. Upon lead explant, visual examination noted what appeared to be body tissue on the helix. No additional adverse patient effects were reported. The lead is expected to be returned for analysis. The lead was later returned for analysis.